Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the patient continues to experience adverse effects following placement of the device for the treatment of a hernia. No further information has bee provided.